Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120256.

Event description:
Voluntary medwatch received states that patient's left ventricular (lv) lead exhibited pacing inhibition. It was also noted that patient experienced arrhythmia. There were no patient consequences.